Event description:
Add'l info rec'd from MFR 11/21/05: the actual device involved in the event was not returned for evaluation, however six cartridges were received.

Event description:
Surgical stapler misfired causing arterial damage. Patient required a return to surgery to correct bleeding.